Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop sores in their nose. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop sores in their nose. The patient was prescribed medication in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of water ingress in the blower box and dust contamination inside the inlet port. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer concludes there was evidence of water ingress in the blower box and dust contamination inside the inlet port. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Manufacturer narrative:
Additional information was received on nov 07, 2024, and section h11 should be reported as: the manufacturer previously received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop sores in their nose. The patient was prescribed medication in response to the reported event. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR). Section b2 was changed to blank (previously it was other serious). Section h1 was changed from serious injury to malfunction. Section h6 health effect - impact code was corrected.